Event description:
It was reported that the device got separated and was removed with a snare. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire drive was selected for use. Ablation was performed with 1.50mm rotapro burr, which was then replaced for size up to 1.75mm rotapro burr. Upon performing the functional check as well as rotation speed outside the body, it was observed that the wire has separated at approximately 8cm from the tip when it was inserted into the y-shaped connector. Thereafter, despite the difficulty with the snare, the separated part was successfully removed. Consequently, it was noted that the separated part got kinked upon removal with the snare. The procedure was completed with this device and was then resumed without ablation. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: a portion of the rotawire drive was returned for evaluation. The entire device was not returned. The portion returned revealed to be bent/kinked on the spring tip. The portion of the device that was fractured had evidence of shearing damage, confirming the reported event. The dimensional inspection of the device was confirmed to be within specification. The actual overall length was not within specification. The returned media from the healthcare facility confirmed the device fracture and bend/kink within the spring tip. The type of damages found in the device indicates they were likely caused by the way in which the device was handled (excessively and/or forcefully) during procedure.

Event description:
It was reported that the device got separated and was removed with a snare. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire drive was selected for use. Ablation was performed with 1.50mm rotapro burr, which was then replaced for size up to 1.75mm rotapro burr. Upon performing the functional check as well as rotation speed outside the body, it was observed that the wire has separated at approximately 8cm from the tip when it was inserted into the y-shaped connector. Thereafter, despite the difficulty with the snare, the separated part was successfully removed. Consequently, it was noted that the separated part got kinked upon removal with the snare. The procedure was completed with this device and was then resumed without ablation. There were no patient complications reported.